Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an ipg repositioning procedure. The patient was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.